Event description:
A report was received that the pt was scheduled to undergo a pocket revision due to irritation at the pocket site. The pt also feels that the pocket is in an uncomfortable position in the buttocks. The physician repositioned the pocket to a more comfortable location and the pt is reportedly doing well.

Manufacturer narrative:
This is the final report.